Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. No excessive no delivery alarm noted during testing. Unit passed the excessive no delivery test. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer received a motor error alarm during a bolus. The customer was able to complete the rewind sequence. The no delivery alarm was resolved with a complete set change. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.